Manufacturer narrative:
Result: the coil proximal constraint ball was still inside the distal detachment tip (ddt) and the coil sr wire was broken. The returned separator had a piece of the broken coil attached to the tip. Conclusion: the complaint has been evaluated. The complaint indicates that the coil prematurely detached while attempting to retract and reposition the coil several times. The coil then broke again during retrieval attempts with the separator. Evaluation of the returned devices confirmed no issues with the microcatheter or the separator. In addition, the unintentional detachment and break in the coil were confirmed. Based on the description of the event and the condition of the returned coil, it appears that the force used during retraction of the coil into the microcatheter exceeded the tensile strength specification of the coil, causing a break in the sr wire and detachment of the coil. The coil was broken again during manipulation of the separator in an attempt to retrieve the coil. The sr wire is connected from the distal end of the coil to the proximal constraint ball. This is what keeps the coil intact. Once the sr wire is broken, the coil automatically detaches from the pusher. These devices are 100% inspected during processing. In addition, all lots are tested for tensile strength and all tested units from this lot met the specification. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure in the right anterior cerebral artery (aca) using a penumbra coil 400. During the procedure, two coils were successfully deployed. While the physician attempted to deploy the third coil, the second loop of the coil went outside of the aneurysm. The physician retracted the second loop of the coil into the microcatheter and attempted to advance the coil again. The coil looped out of the aneurysm again, and while attempting to retract the coil again, the coil unintentionally detached with the distal part within the aneurysm and the proximal part in the media. The physician attempted to retrieve the coil with a separator device and successfully captured the proximal part of the coil; however, the coil broke while attempting to retract. One piece was removed from the patient; however, the other piece of the coil was partially still in the aneurysm and within the a1 section of the aca. The physician attempted to retrieve the remaining coil segment by aspiration and with another separator device; however, these attempts were unsuccessful. The physician decided to leave the remaining coil segment in the patient and administered 2500 units of heparin, bolus injection reopro and 500 mg aspirin. The patient remained intubated in the intensive care unit (ICU) after the procedure.